Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging the lancet holder was damaged on her onetouch lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 530am. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. On the early morning of (B)(6) 2011, the patient claimed she felt symptoms of numbness, frequent urination and cold sweats. The patient did not specify any treatment. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject lancing device. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed hyperglycemic symptoms after not being able to test due to a broken lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.